Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic single hole left lower lobe resection. The stapler did not fire, the surgeon was unable to squeeze the handle. After installing the reload it couldn't be fired, held the fire handle , only stayed in the original position and couldn't forward firing. Some staples also did not form. The gear component disengaged from the device but did not fall into the patient cavity. They replaced the stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic single hole left lower lobe resection. The stapler did not fire, the surgeon was unable to squeeze the handle. Some staples also did not form. The gear component disengaged from the device but did not fall into the patient cavity. They replaced the stapler to complete the case. There was no patient injury.